Manufacturer narrative:
Additional, changed, and/or corrected data: a1 b.5 , d1, d4, g1, h6.

Event description:
Patient reported for right side, a ¿capsular contracture baker grade unknown¿ and ¿noticeable lumps¿. Patient additionally reported non-device related events as follows: ¿thyroid, weight gain, extreme chronic fatigue¿, ¿large cysts all over head, goiter, foot fungus¿, ¿arthritis¿, ¿psoriatic arthritis¿, and ¿severe intense itching of breasts, armpits and groin¿. Patient representative reported patient "alleges that one or more biocell devices caused personal injuries and damages including but not limited to the following: significantly increased risk of developing cancer, emotional distress including fear and anxiety of developing cancer, accumulation of foreign and adulterated silicone particles in their bodies, including the resulting inflammation, cellular damage, and subcellular damage, severe pain and itching, past and future medical expenses, physical pain and suffering from explantation." The device has been explanted.

Manufacturer narrative:
In response to FDA report number: mw5089885. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported, via regulatory agency, a right side ¿capsular contracture baker grade unknown¿ and ¿noticeable lumps¿. Additionally, the patient reported ¿thyroid; also reported were non-device related events of ¿severe intense itching of breasts armpits and groin¿, "arthritis, severe intense itching of breasts armpits and groin, large cysts all over head, goiter, weight gain, foot fungus, extreme chronic fatigue and diagnosed with psoriatic arthritis¿. Device has been explanted.